Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d4, h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was a malfunction of the image processing board due to normal deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed and assigned to a faulty printed circuit board.

Event description:
A user facility reported to olympus that the monitor did not display an image and the front buttons were not functioning. The problem was detected prior to a procedure. The intended procedure was completed with no delays using another device of unknown model/serial number. There was no patient injury or harm, associated with the problem, reported to olympus.